Event description:
A customer observed biased amon qc results on the vitros 250 analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event determined that the slide cartridge had been stored on-analyzer for six weeks. The ocd recommended on-analyzer storage for cartridges of amon is one week. The customer recalibrated using a fresh cartridge and fluid handled per ocd recommended protocol. Post-calibration qc was acceptable. The root cause of the event is user error is not following ocd recommended protocol for cartridge handling.